Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting ventricular oversensing with arm manipulation. An invasive procedure was performed and body fluids were noted in the header of the ipg. The leads were checked and functioned appropriately. The physician elected to explant the ipg and a new model 1232 was implanted with no issues.